Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient firstly underwent abdominal aorta replacement surgery to repair an abdominal aortic aneurysm. After the surgery on the same day, an endovascular repair of a thoracic aortic aneurysm using one gore tag thoracic endoprosthesis was performed. Prior to the device implant, axillo-axillary bypass and right-left common carotid bypass surgeries were performed. The device was inserted from a conduit sewn to the surgical graft of the abdominal aorta and deployed with no reported issues. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imagings showed no issues. The diameter of the aneurysm was 62mm. On the same day, the patient was discharged. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm was 57mm. No issues were reported. On (B)(6) 2012, three year follow-up imaging identified a type ii endoleak from the left subclavian artery. The diameter of the aneurysm enlarged to 64.6mm. On (B)(6) 2012, a coil embolization procedure to the left subclavian artery was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2013, four year follow-up imaging confirmed resolution of the type ii endoleak; however a proximal type I endoleak was identified. The cause of the endoleak was reported to be unknown. The diameter of the aneurysm further enlarged to 66.5mm. On (B)(6) 2013, a coil embolization procedure to the ostium of left common carotid artery was performed to repair the proximal type I endoleak. The patient tolerated the procedure. On (B)(6) 2013, the proximal type I endoleak was reportedly resolved. According to the cro in (B)(6), no further information is available.